Event description:
Complainant alleged that during functional testing the device displayed a red x. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod for eval and this complaint is still under investigation.